Manufacturer narrative:
Further examination of the returned catheter segment showed that the ID and od measurements did not match with any of our polyurethane catheters and the markings on the catheter are not consistent with those on our catheters. The customer will be notified that the device was not a deltec product and that they should attempt to identify the correct MFR in order that they may file a report. The catheter segment will be returned to the customer.